Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a routine device replacement. Prior to the procedure, device interrogation revealed noise on the atrial lead. During the procedure, the physician noted an insulation abrasion on the lead. Noise was reproducible while touching the portion of the lead with insulation abrasion. The lead was repaired with a lead repair kit and the noise was no longer reproducible. Patient was asymptomatic.